Manufacturer narrative:
UDI number: na.

Event description:
The recipient reportedly developed a skin flap necrosis and infection at the implant site. On (B)(6) 2016, the recipient underwent surgery to repair the skin flap. On (B)(6) 2016, the recipient underwent an additional surgery to drain the abscess. On (B)(6) 2016, the recipient was hospitalized for one week and prescribed IV antibiotics. The recipient underwent a drainage procedure. The recipient was treated with antibiotics therapy (ampicillin/sulbactam) for two weeks; however, the treatment was not successful. The internal device was extruding through the skin. The recipient's device was explanted. The recipient will be reimplanted at a later date. The recipient's infection has been resolved.

Manufacturer narrative:
(B)(4). The external visual inspection revealed the electrode was severed near the array prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. This report may be required by medical device reporting regulations contained in title 21 part 803. As provided in the title 21 section 803.16, it does not establish any causal relationship between this device and any event associated with use of the device, nor does advanced bionics® intend that this report be any admission of liability, fault or product defect.